Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0378) on 06-aug-2015. The most recent information was received on 25-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), feeling abnormal ("feeling miserable"), abdominal distension ("bloating"), back pain ("constant lower back pain"), arthralgia ("joint pain") and pain in extremity ("aching legs and feet"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, migraine, feeling abnormal, abdominal distension, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, feeling abnormal, migraine, pain in extremity and pelvic pain to be related to essure. The reporter commented: no vitamin supplement 2 weeks before surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 06-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), feeling abnormal ("feeling miserable"), abdominal distension ("bloating"), back pain ("constant lower back pain"), arthralgia ("joint pain") and pain in extremity ("aching legs and feet"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, migraine, feeling abnormal, abdominal distension, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, feeling abnormal, migraine, pain in extremity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case become incident, essure device removed, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.